Manufacturer narrative:
Product complaint#: (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the tissue was affected due to the difficult to remove the needle? Please explain. What is the lot number? Device return follow up.

Event description:
It was reported that the patient underwent a vaginal delivery on (B)(6) 2020 and the suture was used for post-op delivery repair. It was reported that the suture disconnected from the needle during the procedure. There was absolutely no tension on the suture at the time it was released from the needle. There was difficulty to remove needle from tissue but the procedure was completed with no patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/01/2020. The manufacturing records couldn't be reviewed as the batch number is unknown. H-3 summary: it was received for analysis a paper lid, an empty winding former and a detached needle of product code j258h. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids was present on needle and marks by use of a surgical instrument could be observed at the edge of the barrel hole, this condition causes the needle pull off. The suture was not received for evaluation. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is an improper handling. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested, and the following was obtained: could you please confirm if the tissue was affected due to the difficult to remove the needle? Please explain: no, once I was able to locate the suture I was able to tease it out without further incision into the perineal tissue and it came out without other complication." What is the lot number?- do not have lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.